Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and the reported failure was confirmed and replicated. The usm was tested on an in-house test system. Resistance was confirmed when the carriage was moved up and down. The usm passed other tests. Inspection on the spar was performed where it was discovered that a wavy rolling loop fiber was causing resistance on the insertion. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, universal surgical manipulator (usm) 1 insertion axis had resistance. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found no errors. The customer re-draped the usm and still had the resistance. This had been an ongoing issue. The tse asked if the drape was caught up under the insertion carriage; the customer stated that it was not. Also, the surgeon felt resistance at the surgeon's console when trying to control the usm. The procedure was completed with no reports of patient injury. Isi has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced usm1 to resolve the issue. Isi has received the usm involved with this complaint; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.